Manufacturer narrative:
Received one used one used list 140019291, primary plumset and one used list 140289291, secondary set, 15 micron filter in sight chamber, secure lock, 86 cm on 11/22/2019. The complaint of air in line could not be confirmed on the received primary plumset. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated, no leakages occurred and no restrictions in flow were observed. The device history review (DHR) for lot 4174067 was reviewed and no nonconformance were found that could have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received.

Event description:
The event involved a primary plumset that after the oxaliplatin infusion was completed, and the administration set was being used to flush the remaining medication through the line with 50ml glucose 5% flush, the plum 360 pump alarmed for air in line. Air was noted in the administration set tubing and it was reported that the remaining 20mls of oxaliplatin treatment were disposed of due to risk of air being infused along with the drug. There was no new line set up the line was hand flushed. There was no adverse event, although there was unprotected chemo exposure reported as a drop of oxaliplatin was noted at the end of the administration set when disconnecting the set from the cannula, and also for the person collecting the administration set. The customer reported adverse operator consequence as there was a potential of chemotherapy exposure. There was no medical or surgical intervention required.